Event description:
Emergency medical services was called to the home of an older male because he was experiencing chest pain. They were using the lifepak 12 and it shut off 4 times during their trip to the hospital. Each time it lost power, the crew was able to resume power and continued monitoring the patient. They were not providing any therapy via at the lifepak, only monitoring. The patient was transported to the ed without problems.